Event description:
It was reported by the attorney that the patient was hospitalized and had a lead replaced. There were no reported patient complications as a result of this event. Attorney later alleges "on (B)(6) 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949" and as a direct result of the lead, patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses, and other damages." Review of manufacturer's database noted patient death and also that the patient did not have a sprint fidelis lead model implanted at the time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.